Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead was returned with the helix retracted and tissue and blood visible inside the lead. Removed tissue and blood with alcohol, helix extends and retracts within specification.

Event description:
It was reported that the lead helix would not deploy during implant. An alternate lead was used. No patient complications have been reported as a result of this event.